Manufacturer narrative:
Correction to h6; component code, type of investigation, investigation findings, investigation conclusion. Update to d9. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. The device was returned for evaluation. Visual inspection revealed that the liner was fully expanded, the tip was open, and the distal tip was torn. Imaging indicated the presence of calcification and vessel tortuosity in the right access pathway. Due to the nature of the complaint specifically, the torn distal tip of the sheath dimensional and functional testing could not be performed. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported event of a torn distal tip was confirmed, based on the evaluation of the returned device. Sheath distal tip tears may result from a combination of multiple contributing factors. The tip expansion mechanism may be influenced by inherent variation in the manual tip scoring process, and/or by manufacturing process variation leading to hdpe damage. Additionally, patient or procedural factors such as challenging anatomy or non-coaxial advancement angles (patient's access vessel presented calcification and tortuosity) may exacerbate interference between the valve and distal tip, leading to increased resistance and potential tearing during system advancement. High push forces applied to overcome resistance during system advancement can further contribute to tip tearing and subject it towards separation. While multiple contributing factors have been identified, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. An investigation has been opened to determine the root cause and implement any necessary corrective actions.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by edwards affiliates in austria, a transcatheter aortic valve replacement (tavr) procedure was performed using a 29 mm sapien 3 ultra resilia valve via the right transfemoral approach. During advancement of the delivery system with the valve through the esheath, resistance was encountered at the transition between the unexpandable and expandable segments of the sheath. Following this resistance, one strut of the valve was observed to be bent. The decision was made to withdraw the delivery system, valve, and sheath as a single unit. A second valve was prepared and successfully implanted without further complication. The patient remained stable throughout the procedure and was discharged without injury. Preliminary evaluation of the returned device indicated that the second esheath used presented with a torn distal tip.